Manufacturer narrative:
Probable manufacturing cause was identified as a result of the lot code investigation completed on december 21, 2021. An investigation is in progress for returned product received on january 24, 2022.

Event description:
Broken and unbraided strings [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reports via e-mail that the tampons have broken and have unbraided strings. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Broken and unbraided strings [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reports via e-mail that the tampons have broken and have unbraided strings. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Broken and unbraided strings [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reports via e-mail that the tampons have broken and have unbraided strings. No injury reported.